Event description:
Coopervision proclear omafilcom a soft contact lens daily wear +10. I purchased a box of lens (B)(6) 2011. Each time I put in contacts I had cutting and burning first or 2nd time wear. One came into 2 parts after about 2 weeks wear. I have called dr who each time told me replace lens. About the (B)(6), I started having cutting, watering and overall discomfort in right eye. On (B)(6) 2011, my eye was red, pain, watering. On (B)(6), 2011, I had to call for emergency help. Corneal ulcer. My eye still has pain, watering, unable to wear contact, used two oral antibiotics, and 4 different drops. I'm concerned. Dates of use: daily 12-16 hours, (B)(6) 2004 - (B)(6) 2011.